Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, non-calcified left main. Resistance was met with the 2.75x12mm rx xience sierra stent delivery catheter (sds) while it was being advanced over the balance middleweight universal ii guide wire. The sds and guide wire were both replaced with new same devices. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted a tear in the outer member. Per the physician, no tear or leak were noted during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to advance as no issue was identified during return device analysis. Difficulty advancing can be affected by numerous factors including, but not limited to product placement technique, product size selection and accessory product support. There is no indication of a product quality issue with respect to manufacture, design or labeling.